Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a male patient, the device displayed a "select defib mode" message. Complainant indicated that a clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.